Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (concentration and dose unknown) via an implantable pump for non-malignant pain and spinal pain. It was thought there just morphine in the pump at the time of the event but the consumer was ¿not 100% sure.¿ it was reported on 2016-dec-19 that the patient had ¿a problem with granulation¿ or a granuloma and her doctor had to do an emergency irrigation and dye study. It was indicated that they were seeing discrepancies in volume where they would ¿usually have 4-6 over what it¿s supposed to have.¿ it was unknown if the event happened when the patient had her first pump or the second.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.